Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was moisture behind the display and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: on investigation, the pump would not power on for testing. There was visible evidence of moisture behind the display lens. Leak testing revealed moisture ingress into the pump through display lens. The inside of the pump was confirmed to have moisture damage preventing the pump from powering on. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.